Event description:
Baxter reports a minicap transfer set clamp would not close after 1 month of use. A set change was performed. The affiliate reports no pt injury or medical intervention as a result of the incident.